Event description:
Postoperative complications were reported in prospective study of 21 patients who underwent a total of 27 cervical disc arthroplasties after anterior cervical discectomy using an artificial cervical disc from (B)(6) 2000 to (B)(6) 2001. A single-level procedure was performed in 15 patients and a two-level procedure in 6 patients. All surgeries were performed by a single surgeon using identical surgical techniques. All patients were reviewed routinely at regular intervals postoperatively for 8 years. No patient had persisting radiculopathy postoperatively or any other postoperative complication requiring prolonged hospitalization or revision surgery. Spontaneous fusion of the arthroplasty occurred in six cases. Limited range of movement of 3 degrees or less was seen in all of these prostheses within 2 years of surgery. All cases of fusion were associated with bony ankylosis bridging the inferior and superior endplates of the vertebral bodies above and below the prosthesis. Most of the fused arthroplasties occurred at the c6-c7 level and of the three fused arthroplasties that occurred in bilevel procedures, the fused prosthesis was always at the inferior of the two levels.

Event description:
The surgeon reported that the c6-c7 prosthesis was removed. The surgeon stated "explantation has been easy and after decompression I fused him, cage and plate. The prosthesis was intact, I did pictures from the operative field and the two concavities on each side were perfect too." No additional patient information was provided.

Manufacturer narrative:
Literature citation: quan, g et a. Eight-year clinical and radiological follow-up of the bryan cervical disc arthroplasty. Spine 2011; 36 (8):pp 639-646. The age of the study patients ranged from (B)(6). There were 13 women and 8 men in the study. (B)(4). Radiographic pictures were provided in the literature article. Radiographs of first patient showed ankylosis of the cervical arthroplasty at c5-c6 at 8 years after surgery. The prosthesis is fused in 12 degrees of kyphosis. There is adjacent segment degeneration at the inferior level with decreased disc space and presence of anterior osteophytes. Radiographs of second patient showed bilevel cervical arthroplasties at c4-c5 and c5-c6 at 8 years after surgery. The arthroplasty at c4-c5 is mobile. The arthroplasty at c5-c6 is immobile and bony ankylosis has occurred posteriorly and anteriorly across it. There is adjacent segment degeneration at the level inferior to the fused arthroplasty. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.